Event description:
The caller alleged discrepant results when compared inratio meter. The results are as follows: 1.2, 2.1.

Manufacturer narrative:
Discrepant results when repeated the test with the inratio meter. The results are as follows: 1.2, 2.1, average: 1.65, stdev: 0.64, %cv: 38.57. As per internal procedure, if the %cv is greater than 20%, the criterion is not met. The product will be investigated.